Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of gauge reading inaccurately. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was used in a procedure performed on an unknown date. According to the complainant, during unpacking, they noted that there was moisture inside the gauge. The upper part of the gauge could be read; however, the lower part of the meter could not be read because the lower part of the cover was foggy. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.